Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarming values were 41626+45636. There was no patient involvement.

Manufacturer narrative:
D9: 6/18/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the main board. As a result, the main board and motor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.